Event description:
Additional information received confirmed the pump was explanted and replaced. There was no patient injury.

Manufacturer narrative:
Analysis of the pump found a motor feedthrough anomaly. There was shorting across the insulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. Upon an initial interrogation at a refill, the motor stall message did not appear; however, when the healthcare provider (hcp) updated the pump, a motor stall message appeared. The logs were read by the hcp and it was noted that the motor stall occurred during the patients refill appointment. A motor stall recovery was also noted soon after. The hcp denied any magnets/magnetic field near the patient. The patient went home after the refill, tried to give themselves a bolus with their personal therapy manager (ptm), and saw an 8476-motor stall message on their ptm. The patient again denied any magnetic fields near them. No symptoms or alarms were reported. It was later reported that the pump continued to stall; stalled 3 times in 24 hours and at that point, the hcp placed the pump in minimum rate and prescribed oral medications until the pump could be replaced, which was scheduled for 2014-10-01. The cause of the stalls was unknown. The pump system was being used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the first stall recovered in two hours, the second stall recovered 23 hours later, and the third stall recovered in about 30 minutes. There was no tube set message recalled. Due to the stalls it was decided to replace because therapy was unpredictable and the pump could not be trusted to deliver. The cause was not determined and the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.